Event description:
The pt had two model 3186 leads from the same lot. It was reported the pt's scs system was ineffective. An sjm rep ran a system diagnostic test and confirmed the pt had high lead impedances. The pt's scs leads were explanted and replaced during surgery on (B)(6) 2014. The pt reportedly has effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.